Event description:
Reporter alleged discrepant blood glucose results of 570 mg/dl back to back with a result of 174 mg/dl when testing was performed with < 5 minutes on the advantage system. Customer stated not experiencing any hyperglycemic symptoms during the time of the testing. No actions were taken or treatment reportedly received. A request was made for the return of the suspect device, and replacement product was sent.